Manufacturer narrative:
The reported event of early switching could not be confirmed. Log file analysis was not conducted since log files were not available. A review of the manufacturing records pertaining to the controller could not be performed because the serial number was not provided. Analysis of battery (B)(4) revealed that the device passed visual examination and functional testing. Analysis of the controller could not be performed since the device was not returned for evaluation. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. (B)(4).

Manufacturer narrative:
It was reported that the patient was experiencing power switching. One battery, (B)(4), was returned for evaluation. The controller (unknown serial number) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the controller's manufacturing records could not be performed as the serial number was not provided. Log file analysis was not conducted since log files were not available. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. As a result, the reported event could not be duplicated.  Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching events are most often attributed to communication errors or momentary disconnections between the controller and batteries. The manufacturer is investigating momentary disconnections between the controller and batteries. The manufacturer is investigating communication errors on controllers. No failure detected; the reported event could not be duplicated. (B)(4) - return date 01-11-2017. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: serial # : (B)(4), catalog # : 1650de, exp. Date: 10/31/2015, mfg. Date: 10/31/2014, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported from the clinical study that the patient had early switching. The battery was replaced and it was stated that there were no consequences or effect on patient. The controller has been requested to be returned. No additional information available.

Manufacturer narrative:
It was reported from the site that the patient had early switching. No additional information available. (In the initial report " it was reported from the clinical study that the patient had early switching".) Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.